Manufacturer narrative:
This report is submitted on november 13, 2017. (B)(4).

Event description:
Per the audiologist, due to pain at the magnet site the patient underwent revision surgery (date not reported), in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.